Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that there was yellow ooze to the peg site over the past few days. Patient denied pain and peg tube mobilized daily with no issue. On (B)(6) 2019 it was reported the patient saw a physician, a wound swab was taken with no abnormalities detected. The patient began an unknown antibiotic. On (B)(6) 2019 it was reported the peg site remains red and on (B)(6) 2019 ooze was noted on stoma site. Granuloma noted.